Event description:
It was reported the patient had her device adjusted a couple weeks prior to report and shortly after that ¿the week prior to report¿ the patient had terrible pain in her bladder. The patient was put in the hospital due to high blood pressure from the pain. Reportedly, the patient was never given a programmer and thought the therapy was not working as expected.

Manufacturer narrative:
Product ID: 3093-28, lot# va08t0n, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).